Event description:
Information was received indicating that during the placement procedure of a smiths medical portex® blue line ultra® tracheostomy tube gas-leakage was observed while inflating the cuff. The product was changed out and discarded with no adverse effects.